Event description:
A report was received the stated the pump alarmed "error code 44510." No pt injury or adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.